Manufacturer narrative:
(B)(6). The issue was resolved through beckman coulter inc customer technical service led troubleshooting. The customer replaced the aspirate probe, peri-pump tubing and aspirate probes. The customer verified hardware operation by performing a passing system check within instrument specifications and by performing a quality control assessment which generated results within the customer's established specifications. Although the device was repaired prior to returning it into service, a definitive root cause for this event has not been determined to date.

Event description:
The customer reported that erroneous elevated cardiac troponin results were generated on a synchron lxi 725 for four patient samples. Data provided by the customer indicates that erroneously elevated accutni results above the risk stratification were generated from a synchron lxi 725 for two patients. Repeat testing of the patient samples on the same instrument produced lower results within the normal reference range for both patients. Additionally, initial accutni results within the risk stratification range were generated from a synchron lxi 725 for two more patients that failed to re-produce results within the stated accutni assay precision claims. The erroneous initial results were reported out of the laboratory however there have been no reports of death or serious injury or modification to patient treatment associated or attributed to this event. The instrument's accutni level 1 results were not recovering within the customer's established specifications during the timeframe of this event. Instrument system checks performed prior to the event were executed in triplicate before acceptable results were achieved. No sample collection or handling information has been provided by the customer.